Manufacturer narrative:
The pump passed the active current test, sleep current test, displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test and self test. Pump error 23 was noted which was expected. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. No frozen screen noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on (B)(6) 2024 17:41:16.000. Pump error 49 was found in the history files on (B)(6) 2024 17:40:19.000. Pump error 68 was found in the history files on (B)(6) 2024 17:40:19.000. Pump error 38 occurring during testing on (B)(6) 2024 17:32:48.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, stained keypad overlay and pillowing keypad overlay. Frozen screen was not observed during analysis and passed all required testing. Frozen screen was not confirmed. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 23, pump error 49 and pump error 68 were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 68 (trace pointers are invalid), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1885 was requested and customer response was the device will be returned.